Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (suj) was analyzed and found to in system logs, error 40067 was confirmed, indicating that the axes controller setup (acu) board reported a communication error. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and unit functioned as expected. Tested the proximal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no issues related to the reported event. The complaint regarding error 40067 was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure using an xi system, error 40067 occurred and was related to universal surgical manipulator (usm) arm 1. The clinical sales representative (csr) indicated that this error was encountered during procedures on multiple days. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that errors on arm 1 were observed in both cases. The procedures were completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer proximal set up joint (psuj) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.